Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is unknown whether the reprocessing was conducted in accordance with instruction for use. It was confirmed that the foreign material residue point was not deformed. However, a definitive root cause for the foreign material could not be specified. The instructions for use states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection.¿, and preventive measures in the "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.